Event description:
Reporter indicated that vns patient experienced a cough with stimulation approximately six years ago, but that it went away. The cough reportedly returned approximately one year ago and the patient recently began vomiting daily and has subsequently experienced weight loss of 15 pounds. The patient's family member reported that the patient almost died from malnutrition and was seen by 5 or 6 different physician's to rule out other causes beside the vns. The patient was finally explanted and is reportedly doing better. Investigation to date has been unable to determine the cause of the reported events.